Event description:
It was reported that high lead impedance was noted at a routine follow-up. The lead was removed and replaced; no patient complications have been reported as a result of this event.

Manufacturer narrative:
Complete information has been received from the user facility. No additional follow-up will be initiated.